Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-1-jug-tulip g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a igtcfs-65-1-jug-tulip on (B)(6) 2010". It is alleged that "device is unable to retrieved". Patient outcome: alleged "pain and can hardly walk."

Manufacturer narrative:
Exemption number e2016032. (B)(4). Investigation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, pain, unable to retrieve (records show it was retrieved fine)'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Lot# is unknown, but the device (igtcfs-65-1-jug-tulip) and tulip filter are manufactured and inspected according to 1000340mi (device mi), 1001721qc (device qci), a41935 (tulip mi), and a41936 (tulip qci). No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Exemption number e2016032e lot. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 6feb2018 as follows: ¿[pt] allegedly received an implant on (B)(6) 2010 via the small jugular vein due to increased risk for deep vein thrombosis and pulmonary emboli given limited mobility and morbid obesity. Filter was successfully removed on (B)(6) 2010.